Manufacturer narrative:
An investigation is in progress. No instrument-related issues were identified. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for a four patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Patient 1 initially tested positive for sars-cov-2 on cobas liat. A retest on a separate cobas liat analyzer generated a negative result for sars-cov-2. Three subsequent retests on different competitor platforms all generated a negative result for sars-cov-2. Patient 2 initially tested positive for sars-cov-2 on cobas liat. A retest on a competitor platform generated a negative result for sars-cov-2. Patient 3 and 4 initially tested negative for sars-cov-2 on cobas liat. A retest on a separate cobas liat analyzer generated a positive result for sars-cov-2. A retest on a competitor platform generated a negative result for sars-cov-2. The negative results were reported. No harm was alleged. Per FDA¿s eua guidance, 4 mdrs will be filed.

Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. Device code was updated to non reproducible results.